Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that a patient presented post-procedure with hematoma. Recurrent pocket hematomas were noted . The device was explanted. The patient was stable post-procedure.

Event description:
Correction: it was reported that a patient presented post-procedure with hematoma. Recurrent pocket hematomas requiring evacuations were noted on (B)(6) 2015, (B)(6) 2016 . The device was explanted. The patient was stable post-procedure.